Manufacturer narrative:
Device was used for treatment, not diagnosis. The measurable dimensions of the received drill bit cannot be verified due to the damage. The inspection records in the manufacturing documents show that the device was manufactured according to the specification back then. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the specification and with the international standard for 1.4112 stainless steel. The hardness was between 616 and 638 hv10 which is within the specification of 580 +60/hv10. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of this occurrence. The most likely cause of the failure was mechanical overload during use. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient had a fracture of right scaphoid bone. Procedure: osteosynthesis with screw. During the insertion of 8mm of the drill after putting a wire of appropriate instruments, a cracking sensation happened. The surgical act was stopped. X- rays showed breaking of devices in the patient. Some of the pieces could be removed. There was no particular problem at the wire level. The surgery normally takes 20 minutes, it lasted 70 minutes. There was maximum removal of the fragments. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.